Manufacturer narrative:
Device evaluation - the device was returned intact and functional; upon return, the device gel was noted to be cloudy.

Event description:
Capsular contracture baker grade iii on right device.